Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, when the surgeon tried to pull on the suture to lock the t1 and t2 implants the suture broke. Both implants were left in the patient. A backup device was used to complete the procedure. No patient injury or further complications were reported.

Manufacturer narrative:
The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Examination of the suture was performed using a stereo microscope; the suture end appears to have been cut by a sharp of some kind causing the reported breakage. After the evaluation, the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.